Manufacturer narrative:
H4: device manufacture date: the was produced in may 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking with parenteral nutrition solution; approximately 100ml of solution remained in the bag. This was observed during patient infusion. The infusion was stopped early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.